Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving multiple inappropriate shocks for lead noise. Noise could not reproduced with isometrics. The lead was capped and replaced. The patient will be followed-up normally. No further information is available.